Event description:
Healthcare professional reported exchange with no complaint against the device. Later healthcare professional reported leak. Later healthcare professional confirmed there was no deflation. This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b.5.,h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side exchange with no complaint against the device. Healthcare professional later reported deflation. Device has been explanted and replaced.